Manufacturer narrative:
A device malfunction is suspected but did not cause or contribute to a death or serious injury.

Event description:
Reporter indicated high lead impedance following normal end of service generator replacement in 2007. Patient has been scheduled to have x-rays taken.